Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 500 mg/dl and moderate ketone levels. Reportedly, a malfunction alarm had occurred. At the time of the report with tandem technical support the customer was still admitted to the ER. Customer declined to provide further information and declined further follow up from tandem technical support.